Manufacturer narrative:
The t:slim x2 user guide states: "if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. The customer stated it was likely that they did not lock the pump screen prior to placing it in their pocket. The customer's blood glucose level was 268 mg/dl. The customer delivered a bolus via the pump. Tandem technical support educated the customer regarding the alert and the customer acknowledged.